Manufacturer narrative:
The provider repaired the device for the consumer. The device is working properly.

Event description:
Alleges getting up from chair and a piece of her clothing got caught on the joystick of the chair and caused it to move forward. Allegedly, the chair knocked her down and it kept moving and went into the wall.

Manufacturer narrative:
The device has not been made available for evaluation at this time. Should the device or more information become available, a follow-up report will then be issued.

Event description:
Alleges getting up from chair and a piece of her clothing got caught on the joystick of the chair and caused it to move forward. Allegedly, the chair knocked her down and it kept moving and went into the wall.